Event description:
During records review and follow-up, the patient was found to have passed away due to unknown circumstances. It was reported that the physician made no allegation of malfunction against the device and made no allegation that the death was related to the device. The current location of the device is unknown. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states. Further information regarding the event was requested, but not yet received.